Event description:
The customer reported to beckman coulter (bec) that less than 1 ml of clear fluid leaked from the coulter lh 500 hematology analyzer probe. The leak was discovered by the customer while troubleshooting for flow cell blocked error after installing a new bottle of primer. The leak was not contained within the instrument and fluid leaked onto the counter. The laboratory has a biohazardous spill cleanup procedure and material safety data sheet (msds) in place. Ppe (personal protective equipment) was worn by all operators when the leak was discovered and while trouble shooting. The ppe comprises of a laboratory coat, gloves and face protection. No one was injured or splashed by the leak. There was no exposure to open wounds or mucous membranes. No patient sample results were affected in connection with this incident.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced leaking tubing, with a hole in it, at pinch valve (pv11) and verified latron, resolving the issue. Failure mode was attributed to tubing at pinch valve (pv11). (B)(4).